Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) year old patient with a 25mm magna valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approx. 9 years and 8 months due to degeneration leading to mixed severe stenosis and severe regurgitation. A 26mm sapien 3 valve was implanted within the surgical edwards valve using the trans-septal approach. The procedure ended successfully. The patient was discharged. The implant date is known only as "2011". Therefore, (B)(6) 2011 is being used to calculate the minimum implant duration.